Manufacturer narrative:
No serious injury reported. Incident occurred in australia. The chair involved in the incident was inspected by the dealer, and no malfunction was observed. The chair was returned to invacare (B)(4) for an evaluation. Diagnostics and testing were performed on the chair by invacare personnel. The same observation was determined as the dealer, no malfunction was observed. User was then checked for proper use. It was concluded that the root cause was related to user error. This was confirmed by observing the patient operating the chair and noticing she was pushing (and thus activating) the joystick when she was reaching across to operate the speed adjustment dial. When invacare spoke with the user she had expressed her lack of confidence in operating the chair, and indicated they would like additional training. Invacare provided complete user training with the user's case manager present. It was concluded that no malfunction occurred and that the root cause was user error.

Event description:
The chair allegedly went out of control and crashed into the consumer's furniture. Details of the alleged incident are not known.